Manufacturer narrative:
Recall: 87-07262012-002-r, 27487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge their ipg as recommended. As a result, patient¿s ipg became inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional follow up revealed that patient underwent a surgical procedure wherein scs ipg was explanted and replaced with a new model on (B)(6) 2018. Effective therapy has been restored post operatively.